Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 21ga 1-1/2in mx bun had a missing label. The following information was provided by the initial reporter: "catalog return 308612 (100 units) since the label is damaged inside the box.."

Event description:
It was reported that syringe 3ml ll 21ga 1-1/2in mx bun had a missing label. The following information was provided by the initial reporter: "catalog return 308612 (100 units) since the label is damaged inside the box."

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, a torn label with the barcode of the identification label, and expiration date, lot number and quantity on the bottom right corner of the box is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. There are controls in the final presentation of the product packaging (the formation of the cubes) that are reviewed on the production line, thus detecting that the defect reported based on to the photograph received cannot be reproduced in the manufacturing or packaging process. The individual labels are seen from the sides when forming the cube, the product is then wrapped in heat-shrinkable film, passing through an oven which generates the formation of the cube, as soon as the product comes out, a visual inspection is carried out to verify that the film has adhered correctly and that there are no defects of any kind. Due to the fact that the process of feeding and arranging boxes is 100% manual as the product goes through the conveyor belt, the corrugated material that arrives with damage, whether in the box or on the label, is segregated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The root cause can possibly be related to transportation after the product left our manufacturing plant. H3 other text : see h.10.